Manufacturer narrative:
Analysis of the returned superion indirect decompression (ID) spacer wherein a visual inspection revealed that the spindle is damaged with abrasion on the mating surface of the actuator, including a damaged pivot pin and cam lobes deploying with resistance. The damage to the implant indicates it was likely due excessive force exerted during deployment against a rigid obstruction and/or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states do not force deployment of implant breakage or damage to bony structures may result, including should any resistance be encountered during deployment of the ID spacer may be suggestive of interference between the spacer and bony anatomy and/or suboptimal spacer positioning. Therefore, engineers concluded that unintended use error caused or contributed to the event.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed, as a result engineers concluded the probable cause was that unintended use error caused or contributed to event.